Event description:
On (B)(6) 2012, the reporter contacted animas to report that for two weeks the patient obtained elevated blood glucose readings of "in the 200's mg/dl." The patient did not report experiencing any symptoms of high or low blood glucose levels. During a visit to his physician, it was discovered all of the insulin: carb ratio settings in the pump were incorrect by 1.0 gram. The pump date and time were set correctly. The patient reported no power loss, trauma or exposure to x-rays. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the pump powers on appropriately with function auditory and vibratory features. The pump was exercised for 24 hours with the I:c ratio set to 1:33 and no changes occurred to the I:c ratio or to the basal rate during testing. The keypad buttons were tested and there was no hypersensitivity observed. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The complaint could not be confirmed or duplicated during investigation.